Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a possible deep venous thrombosis after use with a 6-12f mynx control venous vascular closure device (vcd). There was no additional reported patient injury. The device will be returned for evaluation.